Event description:
Information was received from a patient regarding external device. It was reported that for approximately a month, it was taking over 20 minutes to bolus or connect to the pump. The agent reviewed the patient data and assisted the patient in deleting data. The patient will call back if they need further assistance. While on the call, the patient mentioned that the ¿bhi¿ will be going to their home on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.